Event description:
A company representative reported that a pyrenees size 10 tapered driver would not hold the screws and two pyrenees sized 10 non-tapered torque drivers had deformed threading. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two pyrenees sized 10 non-tapered torque drivers.

Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection was performed and confirmed tip deformation. Rotational deformation is observed on the entire hexalobe. Functional inspection confirms screws do not sit flush on driver tip and can disengage. The field representative reported that the surgeon has a high volume of cases and it is calculated that these devices see 1250 to 3750 uses per year (2 or 3 level fusion cases, 2 or 3 cases/day, 2 or 3 days/week). It was also reported that the surgeon uses the torque limiting handle but will torque until it almost breaks and then back off; they continue to do this multiple times. Complaint history was reviewed and similar complaints for this lot number were identified. Device stg was reviewed: after all the smartlock bone screws have been secured, utilize the torque limiting handle in conjunction with the torque limiting hexalobe shaft for final tightening of the bone screws. The torque limiting screwdriver is designed to provide a locking torque of 20 in-lbs (2.3 nm) and help ensure the smartlock technology is fully engaged and not over tightened. The anti-torque instrument is available for both pyrenees constrained and translational. This instrument docks onto the plate and is used as an anti-torque device when final tightening. The most likely cause of the reported event was determined to be multifactorial. The main contributing factor was determined to be normal wear due to be the high volume of normal usage of this instrument. An additional contributing factor is most likely the technique of multiple attempts of torqueing the screws during final tightening. Although this technique is not contraindicated, it increases the number of times torsional stress is applied to the driver and may cause device to fatigue more rapidly than normal.

Event description:
A company representative reported that a pyrenees size 10 tapered driver would not hold the screws and two pyrenees sized 10 non-tapered torque drivers had deformed threading. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the first of two pyrenees sized 10 non-tapered torque drivers